Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the pump was returned via return mailer on 2018-apr-05. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative (rep) regarding a patient who was receiving dilaudid at an unknown concentration and dose via intrathecal drug delivery pump for an unknown indication for use. It was reported that a motor stall occurred. The patient went through withdrawals and was placed on oral medications. The patient had issues with diabetes (specified as medical history) which delayed his replacement. There were no known environmental, external or patient factors that may have led or contributed to the issue. There was no known troubleshooting performed. The pump was completely explanted and replaced, was in the rep's possession and would be returned to the manufacturer. The issue was resolved and the patient status at the time of this report was "alive - no injury." No further complications were reported.

Manufacturer narrative:
The pump was returned and analysis found corrosion, wear and/or lubrication on the motor gear train, as well as a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Interrogation of the pump determined it was used to infuse bupivacaine 20.0 mg/ml at 9.009 mg/day. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.